Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der indicates patient complained of painful total knee. Knee was ligamentously unstable. Revision surgery found the posterior bearing surface of the crrp insert was deformed due to chronic subluxation due to the ligamentous laxity. Revision also revealed a stable attune rp tibia that appeared well fixed but easily was removed w an easy tap of the mallet. Tibia implant had no cement adhesion. Cement was well adhered to bone and removal of implant left a perfect mold of the tibia base plate. Femur was well fixed but was removed with a series of mallet blows with almost no bone loss. Cement where'd only to the posterior consuls of the implant. Cement was well adhered to bone in all other planes. Competitor cement used was "cobalt."

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.